Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-01705; 506-03-114, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to the broken screw in the baseplate and broken screw was left in patient.